Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned they had not gotten therapeutic relief from the spinal cord stimulator (scs) since implant date. Pt said the "settings have never worked real well at all." Pt mentioned they had "never had much relief." Pt made the rep aware of this issue in january 2022 during an hcp office visit. Pt had been reprogrammed 2 times, but reprogramming did not resolve the issue. Most days they can hardly move and when they do move, they had to use their walker all the time. Pt said the trial went perfectly; pt could walk, but since the pt was implanted, the settings had not worked to provide pain relief and pt mentioned pain had gotten worse. Pt was implanted permanently on (B)(6) 2021. Then, within the last month or so (pt also said the last few weeks), the pt got a very strong shocking sensation from the scs; the device "shocked the heck out me." Pt also got "settings not available" message when attempting to adjust therapy settings in group a. Pt said the shocking sensation had stopped, but the "settings not available" message had persisted. Pt said they had also noticed some issues with the battery percentages on their controller. Pt said the b attery percentages would remain at 1 level, 50%, for a long time. Pt said the percentages almost seemed stuck at 50%. Pt said the percentages moved to 80% in the last few days and then down to 70% and 60%, but the percentages seemed to remain stuck at 50% for a long time. Pt said the percentages stayed at 80% for a couple of days. Pt mentioned they had fallen "many months ago" but did not have "any trouble" after the fall. Pt had an upcoming appointment with hcp on (B)(6) 2022 and had tried calling the rep.  Pt mentioned they were in "a lot of pain and could hardly walk." The patient was redirected to their healthcare provider to further address the issue. Pt mentioned their son "took care of them." Pt also said the first set-up meeting with a mdt rep. Did not go well. The rep did not show up, and when they finally did show up after the hcp "frantically calling them," the mdt rep. Wanted to work in the lobby and not in a private room. Pt said sometimes a mdt rep. Agreed to be at an appointment and never showed up and then another mdt rep. Would show up instead. Pt said when their settings were first reprogrammed, the mdt rep. Who performed the reprogramming "was new" and said they had set the settings to the trial settings. The next mdt rep. The pt worked with said the settings were not set to the trial settings, but were set instead to the "manufacturer's settings." Pt said "things had not gone smoothly so far." Pt said they had not spoken to their implanting hcp since the surgery. Pt said they had difficulty sitting in a car for 2.5-3 hours and had difficulty driving.

Manufacturer narrative:
Product ID 97715 lot# serial# unknown implanted: explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.